Event description:
This is a spontaneous report by a nurse from the (B)(6) of bacterial peritonitis with culture positive for klebsiella in a patient coincident with peritoneal dialysis (pd) therapy. In (B)(6) 2010, the patient experienced bacterial peritonitis. On an unreported date in (B)(6) 2010, an effluent culture revealed klebsiella and cloudy effluent. It was not reported if the patient received remedial therapy at that time. Continuous ambulatory peritoneal dialysis therapy continued. On (B)(6) 2010, the patient was admitted to the hospital for worsening peritonitis with abdominal pain. Treatment was not reported. On (B)(6) 2010, the patient was discharged from the hospital. The status of the peritonitis at the time of discharge was not reported. On (B)(6) 2010, the patient received treatment with vancomycin (dose and frequency not reported). On unreported dates, the patient also received treatment with fortum (dose and frequency not reported) and localized antibiotherapy at the catheter site with rifampicin (dose and frequency not reported). On (B)(6) 2010, nutrineal therapy was withdrawn. Physioneal and extraneal therapies were ongoing. At the time of reporting, the patient was not recovered from the bacterial peritonitis. The reporter stated that the peritonitis was possibly related to nutrineal and was unrelated to extraneal and physioneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.